Event description:
It was reported that the bd ultra-fine¿ needle hub separated from the bd insulin syringe when removing the shield. This occurred 2 times during use. The following information was provided by the initial reporter: "consumer reported, when she removed shield, needle hub separated. 2 syringes affected last week"

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 2021-03-18 h6: investigation summary customer returned two syringes with no pouch for identification. Both feature 0.3ml graduation markings. The syringes feature their needle shield and hub separated from the barrel. The hubs have become lodged inside the shields. There is no damage to either the connectors at the distal tips of the barrels or their respective needle hubs. The plunger caps remain in place. No signs of use and no other defects found. A review of the device history record was completed for batch# 0062057. All inspections and challenges were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. Using the returned samples, bd was able to confirm the customer¿s indicated failure of the hub separating from barrel of the syringes. Root cause for this defect cannot be determined. Capa1630423 has been opened to address this issue. H3 other text : see h10

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the bd ultra-fine¿ needle hub separated from the bd insulin syringe when removing the shield. This occurred 2 times during use. The following information was provided by the initial reporter: "consumer reported, when she removed shield, needle hub separated. 2 syringes affected last week"